Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ extension set there was an issue with mixed product. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd q-syte extension set there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7349665, our records show it was manufactured on jan-16-2017, and determined that this is the only instance of this kind of issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. With the photographs provided to our facility, our quality engineers were able to determine that the root cause of this issue is operator error. To eliminate the possibility of reoccurrence of this issue bd has retrained the appropriate personnel and updated procedures to clearly identify this issue.

Manufacturer narrative:
A device history review was conducted for lot number 7349665, our records show it was manufactured on jan-16-2017, and determined that this is the only instance of this kind of issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. With the photographs provided to our facility, our quality engineers were able to determine that the root cause of this issue is operator error. To eliminate the possibility of reoccurrence of this issue bd has retrained the appropriate personnel and updated procedures to clearly identify this issue.

Event description:
It was reported with the use of the bd q-syte extension set there was an issue with mixed product. There was no report of injury or medical intervention.